Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the customer was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 190 mg/dl when admitted to hospital. Troubleshooting was performed for damage and noticed their was a round damage and reservoir compartment was dirty from inside. The customer was hospitalized due to heart attack and heart surgery and still in hospital. Customer was less than 48 hours off the pump prior to hospitalization. Customer declined troubleshooting for blood glucose. Customer was advised pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.